Event description:
It was reported to philips healthcare that the device's leads ECG monitoring had stopped twice, so the customer wanted the ECG cable checked. There was no patient involvement.

Manufacturer narrative:
(B)(4).